Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during an in-office evaluation this pacemaker was found to be in safety mode. The patient had recently received radiation therapy and had a low white blood cell count, raising concerns about infection risk. The field representative explained that the device needs prompt replacement. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been returned for analysis.